Event description:
Physician reported the implanted intraocular lens appears to be brownish in color. The eye is totally quiet, no cell or flare or pain. Visual acuity reduced at one week post operative.

Manufacturer narrative:
H3. & h6 - the device remains implanted. Device history were reviewed and all documents met manufacturing specifications. There have been no additional complaints received for lenses manufactured in this work order.